Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, the evaluation found there was no image due to a faulty patient board. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use in a diagnostic procedure, the video system center had a blurry / noisy image. The patient was not under anesthesia, and there was no report of patient harm, procedural delay or injury. An alternate device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the internal board. Olympus will continue to monitor field performance for this device.